Event description:
According to the reporter, the patient was seen for a recurrent left inguinal hernia. A clinical exam showed the recurrent hernia and an echocardiogram of the abdominal wall was suggestive of a lipoma (1.7cm). On (B)(6) 2012 the hernias were confirmed. At the time of the report, the patient had not yet recovered. No further information is available at this time.

Manufacturer narrative:
Initial report sent to FDA on 04/27/2015.